Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the information provided for the investigation, the reported event was confirmed and the probably cause was most likely attributed to failure of the video connector and wearing of the lock portion of the video connector. Based on the investigation results, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the video system center signal video port was broken and one of the prongs snapped inside. The issue occurred during an unknown event. There were no reports of patient harm.